Event description:
On 25th september 2024, rayner received notification form a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens broke during injection.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the lens broke during injection. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c batch: 074248237 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 074248237. Without the ability to examine the device and without any additional evidence (e.g., surgery video) being provided it has not been possible to determine the root cause of the damage to the lens in this case.